Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant of the implantable pulse generator (ipg), the patient experienced "chest crashes". The physician stated that there is a failure of the ipg. The ipg remains in use. No further patient complications have been reported asa result of this event.